Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a previously implanted valve, upon deployment, the valve dislodged without interaction from another device. Ventricular tachycardia was noted and the patient was placed on venous access extracorporeal membrane oxygenation (ECMO). A third, 23mm non-medtronic valve, was implanted. No additional adverse patient effects were reported.